Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead's helix would not retract. Additionally, it was noted that the stylet could not be inserted in the ra lead. The lead was not used and was then exchanged. There were no patient consequences.

Manufacturer narrative:
The reported events were helix mechanism issue and failure to advance stylet in the lead. As received, a complete lead with a stylet was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray inspection found over torque of the inner coil at the connector region consistent with procedural damage. The reported event of stylet was difficult to advance in the lead was confirmed due to over torqued inner coil. The reported event of helix mechanism issue was confirmed. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over torquing the inner coil inside the connector region.